Event description:
In 2007, this pt underwent endovascular repair of an infrarenal abdominal aortic aneurysm using gore excluder aaa endoprostheses. The six month follow-up CT showed proximal migration of the trunk ipsilateral leg component, resulting in unintentional covering of the right renal artery. The pt is being followed and medicated. There are no plans for reintervention. Films are being sent to gore for analysis.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.